Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 03/03/2016 to report on behalf of patient gaps in data that occurred on (B)(6) 2016. No injury or medical intervention was reported.